Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 5 of 5. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the alarm. The cg stated that the issue was resolved. The hp stated they did not what caused the alarm. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated they discarded all forms of supplies but provided the lot number. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.